Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified renal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon has been used for the procedure. During the procedure, at second inflation, it was noted that the balloon ruptured in a pinhole pattern at 10atm within 30 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.